Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with an exit site infection. The patient¿s pd catheter (not a (B)(6) product) was reportedly removed and will be replaced in ¿a few weeks.¿ follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and exit site redness. A peritoneal effluent fluid culture (no growth) and cell count (negative, wbc = 14 cells/ul) were collected, and the patient was diagnosed with an exit site infection. The patient was sent to the emergency room (ER) with orders to remove the patient¿s pd catheter and place a temporary hemodialysis (hd) catheter (not a (B)(6) product). The patient underwent a single hd treatment to confirm catheter patency and was discharged home later the same day. The patient is undergoing outpatient hd without any reported issues and is recovering from the adverse event. The patient is being treated with intravenous (IV) antibiotics with hd, however the drugs, dosages, frequencies, durations are unknown. The pdrn attributed causality to the patient¿s poor personal hygiene. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).